Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating that the device was displaying the e8 error code on the console. It is known that the event occurred during surgery. It is also known that there was no patient or user injury, surgical delay or medical intervention reported related to this occurrence. No additional information available.